Event description:
Attorney alleges that on or about (B)(6) 1997, the patient underwent epigastric hernia repair. Two bard/davol 3x6" marlex meshes (bard flat mesh), were implanted during this repair. It is alleged by the patient's attorney that on or about (B)(6) 2009, the patient underwent revision surgery to the bard meshes (bard flat mesh). It is alleged that on or about (B)(6) 2011, the patient was implanted with a non bard/davol product to repair the ventral/epigastric hernia. It is also alleged that on or about (B)(6) 2011, the patient underwent surgery to partially remove the bard meshes (bard flat mesh). Attorney alleges that the patient¿s surgeon noted: the abdomen was explored laproscopically after insufflation and multiple anterior abdominal wall adhesions were discovered. A tedious dissection, peeling the omental adhesions down off of patient¿s previously placed abdominal wall mesh and abdominal wall. The hernia defect was identified around the edge of the previously placed mesh which seemed to have come loose from the abdominal wall. A piece of incarcerated preperitoneal fat and omentum were reduced, and the piece of mesh that was not attached well was trimmed off and this mesh was removed. As reported, on or about (B)(6) 2017, the patient underwent removal surgery of the non bard/davol product and bard meshes (bard flat mesh). Attorney alleges that the patient experienced and/or continues to experience nausea, vomiting, severe pain, and inflammation, which have impaired her activities of daily living. It is alleged that the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient¿s attorney alleges multiple post-op complications including recurrence, adhesions, and inflammation. The instructions-for-use supplied with the device lists recurrence, adhesions, and inflammation as possible complications. This emdr represents the bard flat mesh. An additional emdr was submitted to represent the second bard flat mesh used to treat the patient. H11: this is an addendum to the initial emdr submitted on 28-apr-2020. This supplemental emdr is submitted to correct previously reported information in the h.10 field. Corrected field: h10 should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adhesion, hernia recurrence, inflammation, injury, nausea, vomiting, pain, mesh detachment, past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. Based on the age of device (greater than 20 years) a DHR review was not completed at this time. A review of the IFU finds it to be adequate. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection and hernia recurrence are possible complications. No medical records, autopsy, or death certificate have been provided. Information provided by the patient's attorney is limited and review of the IFU does not assist in the identification of the root cause of the patient's alleged post-op complications. The fmea review identifies multiples potential adverse patient outcomes associated with the surgery/use of the device including adhesion and inflammation. The review identifies controls in place to assess the failure modes and potential harms. Information provided by the patient's attorney is limited and review of the fmea and IFU does not identify a root cause of the patient's alleged post-op complications. This emdr represents the bard mesh (bard flat mesh) (device #2) the PMA/510(k) # of this device was identified to be 'pre-amendment'. An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 1997, the patient underwent epigastric hernia repair. Two bard/davol 3x6" marlex meshes (bard flat mesh), were implanted during this repair. It is alleged by the patient's attorney that on or about (B)(6) 2009, the patient underwent revision surgery to the bard meshes (bard flat mesh). It is alleged that on or about (B)(6) 2011, the patient was implanted with a non bard/davol product to repair the ventral/epigastric hernia. It is also alleged that on or about (B)(6) 2011, the patient underwent surgery to partially remove the bard meshes (bard flat mesh). Attorney alleges that the patient¿s surgeon noted: the abdomen was explored laparoscopically after insufflation and multiple anterior abdominal wall adhesions were discovered. A tedious dissection, peeling the omental adhesions down off of patient¿s previously placed abdominal wall mesh and abdominal wall. The hernia defect was identified around the edge of the previously placed mesh which seemed to have come loose from the abdominal wall. A piece of incarcerated preperitoneal fat and omentum were reduced, and the piece of mesh that was not attached well was trimmed off and this mesh was removed. As reported, on or about (B)(6) 2017, the patient underwent removal surgery of the non bard/davol product and bard meshes (bard flat mesh). Attorney alleges that the patient experienced and/or continues to experience nausea, vomiting, severe pain, and inflammation, which have impaired her activities of daily living. It is alleged that the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.